Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures concomitant products: lasso nav catheter, lot # unk; coolflow pump, serial # unk; stockert generator, serial # unk; carto 3, serial # unk. (B)(4). The product has not been returned. The product investigation is pending.

Manufacturer narrative:
(B)(4) it was reported that while a patient underwent atrial fibrillation ablation procedure with a navistar thermocool electrophysiology catheter, the physician discovered what is suspected to be char on the complaint catheter. The bwi failure analysis lab received the device for evaluation on 1/15/2015. The returned device was visually inspected upon receipt and char was not observed on the catheter. Therefore per the event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Therefore an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter passed all specifications. The root cause of the char remains unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that while a patient underwent atrial fibrillation ablation procedure with a navistar® thermocool® electrophysiology catheter, the physician discovered what is suspected to be char on the complaint catheter. It was decided to remove the catheter from the field and replace it with a similar like product. There was no patient consequence and the procedure was completed successfully. The product has not been returned.